Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs were reviewed on 10/jun/2020. Visual analysis of the photographs identified fluids inside the device. Device analysis was performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.